Manufacturer narrative:
Estimated dates used base on reported information. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2020-00047 for the first eye.

Event description:
It was reported that following a bilateral cataract plus trabecular micro bypass stent procedures, the patient presented with bilateral iop increase which required intervention. The patient was reported as ¿no longer on steroids with clear eyes¿. Additional information has been requested. This report references the second eye.